Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the blade malfunctioned and stopped working although the drill was functioning normally. The blade got broken suddenly and stopped rotating as it should. The blade was broken while being used on the patient. The blade was broken into two pieces. It looked like the spiral wrap from the inner shaft were broken. No fragments/pieces detached from the broken device. Broken parts were contained in the outer shaft. There was no patient impact in this event.

Manufacturer narrative:
H3: visually, the middle tip was broken off and not returned. There was contamination on the inside diameter of the inner tip. Functionally, the inner assembly spun freely by hand, but device failed further functional testing due to the damaged condition of the middle assembly upon return and the inability to observe the rotation of the middle assembly tip. For further analysis, an x-ray was performed to observe the internal construction of the device and the middle assembly spiral wrap was broken near the distal opening of the outer tube. In the returned condition, there was an out of specification condition that was related to the complaint. Previous codes b17, c20, d16 g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.